Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that "when the discharge find the red light alarm". There was no patient involvement.